Manufacturer narrative:
(B)(4). Advancer. The device was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties and then, the tip of the advancer was found to be over a pear shaped clip (advancer bypass toward cam). An investigation was initiated to address the potential root cause of jaw opening issues. During this investigation advancer bypass was identified as one potential root cause; therefore, advancer bypass is being evaluated in this investigation. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was not completely visible. This finding is not related with the incident reported.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device jammed on the second firing. The device was not on tissue. Another device was used to complete the case with no patient consequence.